Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The user facility reported, "fentanyl was not infusing. It was dripping at the beginning of shift. It was ringing upstream occlusion an hour later and was no longer dripping. The flow rate was 2ml/hr." Per the spectrum iq operator's manual, "the time to detect an upstream occlusion may be extended if infusing at flow rates below 5 ml/hr. At 1 ml/hr, time to detect upstream occlusion may extend up to 7 hours." A review of the event history log showed the initial rate was 1.4 ml/hr and a volume to be infused of 50 ml. The user updated the rate between 1.9 ml/hr and 2.3 ml/hr throughout the infusion. An "upstream occlusion!" Alarm occurred after running the infusion for approximately 19 hours. The history log cannot be used to determine when the occlusion occurred, if the occlusion was a full or partial occlusion, or pump/IV set setup factors, which could contribute to undetected or delayed detection of upstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. It cannot be definitively confirmed if use error caused or contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps that is potentially associated with the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not infusing, no longer dripping and alarmed upstream occlusion during fentanyl guttae therapy at 2ml/hour. Even though it was dripping at the beginning of the shift. The event occurred at the critical care unit. The pump was changed and there was no report of patient injury or medical intervention associated with this event. No additional information is available.